Event description:
The pathologist approached the interventional radiologist and informed him that all samples obtained from the last 3 biopsy pts below contained only skin and no material from the lesions. It was confirmed that all 4 samples were obtained with needles from a new shipment of temno needles all with the same lot #d0410075.

Event description:
The pathologist approached the interventional radiologist and informed him that all samples obtained from the the last 3 biopsy pts below contained only skin and no material from the lesion. It was confirmed that all 4 sample were obtained with needles from a new shipment of temno needles all with the same lot # d04010075.

Event description:
The pathologist approached the interventional radiologist and informed him that all samples obtained from the last 3 biopsy pts contained only skin and no material from the lesions. It was confirmed that all 4 samples were obtained with needles from a new shipment of temno needles all with the same lot # d04010075.

Event description:
The pathologist approached the interventional radiologist and informed him that all samples obtained from the last 3 biopsy pts below contained only skin and no material from the lesions. It was confirmed that all 4 samples were obtained with needles from a new shipment of temno needles all with the same lot # d04010075.